Event description:
A surgeon has reported that a cv232 iol implanted in the right eye of a patient in 2001 is discolored & cloudy during the summer of 2004. The device was explanted & replaced 2004 with no reported complications. Current corrected visual acuity is reported as 20/80, but is limited by pre-existing condition of macular hole due to prior trauma. Prognosis stated as excellent.